Manufacturer narrative:
The investigation discovered the customer's alarm trace contained multiple abnormal aspiration alarms on the date of the event. After the service visit, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and cleanings. After service, he performed precision testing with acceptable results. The customer performed ise calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for five patients tested on a cobas 6000 c (501) module. Prior to patient testing, qc was acceptable. On (B)(6) 2020, the initial results for both patients were reported outside the laboratory. The ward called the laboratory stating "some results were low." The customer performed repeat testing with the samples on a different cobas 6000 c (501) module. Patient 1's initial na result was 128 mmol/l, and the patient's repeat result was 137 mmol/l. Patient 2's initial results were na 83 mmol/l and cl ">134" mmol/l with a data flag. The patient's repeat results were na 118 mmol/l and cl 82 mmol/l. The customer replaced ise reagents and performed ise maintenance. The customer performed an ise calibration and qc with acceptable results. Also, the customer performed a patient comparison study with three patients. On (B)(4) 2020, the initial results for all three patients were reported outside the laboratory. The customer performed repeat testing with the samples on a different cobas 6000 c (501) module. Patient 3's initial na result was 126 mmol/l, and the patient's repeat result was 134 mmol/l. Patient 4's initial na result was 120 mmol/l, and the patient's repeat result was 136 mmol/l. Patient 5's initial na result was 138 mmol/l, and the patient's repeat result was 148 mmol/l. The customer determined the repeat results for all five patients were correct, and the customer provided corrected results. The na electrode lot number was e6347 with an expiration date requested but not provided. The cl electrode lot number was y2474 with an expiration date requested but not provided.